Manufacturer narrative:
This report has been identified as b braun medical inc., internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The caresite valve to female luer lock adapter on this set is a screw-together removable joint. Per the instructions for use (IFU) for the reported product catalog number, "tighten luer lock connections before use." While the reporting facility indicates they do tighten the connections upon opening the package, the measure of tightness cannot be confirmed without sample. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If a physical sample is received or if add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: reports leakage at the connection of caresite valve to 1.9f PICC. Approx a 4 x 6 in. Area of blood was noted on the bedding. Performed blood work cbc, and there was a decrease in hct (red blood cells), no treatment was performed. An update received from the customer indicated the leakage was actually at the caresite leg of the y-extension set where it attaches to the tubing. The incident occurred with a 1.5 pound newborn. The reporter stated the staff has experienced the caresite being very loose and sometimes falling out of the package upon opening it. The staff is aware that the caresite is removable, and has been tightening the caresite upon opening the package. F/u correspondence with the reporter indicated that the amount of blood loss was unk, but the blood loss led to a decrease in htc. An immediate transfusion was not performed, however, the reporter stated she believes a transfusion was performed sometime after the incident.